Manufacturer narrative:
The baxter technician found the sling bar hook needed to be replaced. Viking l and xl mobile lifts are two versatile lift models intended mainly for use in health care, intensive care and rehabilitation. Viking l and xl mobile lifts are intended for heavier patients. Both models are excellent aids in daily transfers of adults and bariatrics, for instance, lifting to and from wheel chair, bed, toilet and floor. A viking¿ mobile lift equipped with the viking¿ armrest accessory can be used for gait training. Horizontal lifting can also be performed in combination with a recommended liko¿ stretcher accessory. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the sling bar hook to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report that viking l had sling bar hook broken. There was no patient/user injury, medical intervention, symptom, or adverse event reported.